Event description:
I am not sure if this is the right contact but I have a problem and the company is not doing anything about it. I have a blood pressure monitor. The arm cuff has the hook and loop (velcro) fastening on it like every other that I have seen. On this one the little plastic hooks are breaking off when you separate the two parts. I just received the third arm cuff and separated the two parts over a clean sheet of paper. Three of the hooks broke off. I fastened it and separated it again and two more hooks broke off. As I was typing this email, I noticed another hook that was off the sheet of paper, and I just found another for a total of seven. I asked the company service rep if he has had that problem with anyone else before. He said that he had never heard of that problem. I looked at my previous contact with the company and found that it was the same csr that I dealt with before. He did have that problem before with me. Now little plastic hooks are not that much of a problem except that I found one on the kitchen counter. I never used the bp monitor in the kitchen. I am guessing that the hooks are designed to latch onto things and might have stuck onto a shirt and fallen off later in the kitchen. This is a problem when those hooks may be getting into food and other places. I did see if I could find anything at all about the hooks falling or breaking off. I could not find anything about that happening. I now have three cuffs for the blood pressure monitor and they all have the same problem. It is just the problem with the cuffs. I can't find any sort of model number or lot number on the cuffs. The picture included is the hooks that have broken off in just one week. FDA safety report ID# (B)(4).